Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention treatment procedure, a balloon rupture occurred. Access was obtained through the left femoral artery. The 100% stenotic target lesion was located in a calcified left plantar arterial arch. The physician used a 1.5mm x 20mm x 143cm stering es to dilate the lesion. Upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.